Event description:
Broken blade came off in the patient during carpal tunnel surgery - portion that broke off is intact and was retrieved with no patient injury: additional information received from the customer (B)(6) 2013- the surgeon was performing a carpal tunnel release and did not notice the blade came off until it was seen in the wound. Blade was retrieved. The procedure was completed as planned and there was no patient injury.

Manufacturer narrative:
(B)(4). One (1) device was received for evaluation for the blade came off. Evaluation of the device confirmed the reported issue. The returned device had a date code of b01 which was found to be manufactured in (B)(6) 2001 and has been in use for 12 years. Evaluation of the device by quality, mfg tech and in- house repairs department revealed that approximately 1.75cm of the bottom blade insert was broken off and not returned. The outside of the remaining part of the bottom blade was observed to have several deep pitts in it which appeared to be rusted from years of processing. In addition, the part of the remaining bottom blade area of the device was observed to be wider than our usual design and not typical of our craftsmanship. There was an extra edge added to the bottom blade which indicated the device had been modified by someone else. The device was subjected to an improper third party repair. Root cause can be attributed to overstress, age of the device and improper third party repair. Cause of overstress cannot be determined at this time, but may include but not limited to, use for which the product was not intended for (such as cutting cartilage) and or became damaged during handling such as reprocessing. A modification to the device was most likely made to enable user to use product for what it is not intended for.